Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and subsequently admitted to the intense care unit (ICU) with an elevated blood glucose level of 276 ¿ 279 mg/dl. Customer was treated intravenously with fluids of saline and insulin. Upon troubleshooting with tandem technical support, a complete system check was performed and confirmed the pump was functioning as intended and that the customer was diagnosed with congestive heart failure, which was the cause of the customer being hospitalized. Customer was informed to consult with their health care provider for further management of diabetes.